Event description:
Customer was hospitalized for diabetic ketoacidosis. Customer also mentioned the insulin pump was dropped onto a wood floor the day prior to being hospitalized. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.